Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: an ng tube was placed by nursing on a patient care unit. The nurse noted that the ng tube had no output when placed to suction and they were unable to flush the tube. The service placed an order to reposition the tube. The nurse was still unable to flush the tube after repositioning, and the ng tube was removed. Once removed the nurse noted that the tube was defective. There were no holes or vents at the bottom of the tube.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The product sample was not provided for evaluation therefore the reported condition could not be confirmed. The root cause and corrective actions could not be identified without a sample evaluation. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
Additional information was received on 5/4/22 therefore the following fields have been updated: section b3: describe event or problem - additional information added. Section h6: health effect - clinical code initially updated from code 4582 to code 2330. Section h6: health effect - impact code initially was updated from code 2199 to code # 4629.

Event description:
Additional information received on 5/4/22, the patient experienced discomfort and required medical intervention to replace the device.